Event description:
Primary stability achieved, no osseointegration. Peri-implantitis, infection. Implant fell out. Patient waited more than 5 years because the total prosthesis held anyway. Same patient as (B)(6).